Event description:
Blood glucose measured, 508, 288, and 93 mg/dl all back to back within one minute of each other. It was reported customer self treated with dietary adjustments due to feeling light heads as if he had low glucose. Reporter stated performing a glucose test immediately afterwards and the values were within an acceptable range. No medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was set.